Event description:
It was reported that during central processing, the fenestrated bipolar forceps was jammed in the washer. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) has been returned and evaluated by the failure analysis (fa) team. The fbf instrument was found to have a broken main tube approximately 3.94mm x 7.95mm from the proximal clevis. Potential fragments may be missing. Components adjacent to this broken main tube show damage. The proximal clevis was found to be dislodged. Also, the fbf instrument was found to have a dislodged proximal clevis. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the dislodged clevis show damage. The main tube is broken. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.